Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the midshaft at 4.4cm distal to its proximal edge. An examination of the break site found that the shaft was stretched. The break and stretching in the shaft is consistent with excessive tensile force having been applied to the shaft. The stent protector was partially removed from the crimped stent. An examination of the crimped stent found that the stent was pulled distally on the balloon, resulting in the proximal edge of the stent being positioned 2mm distal to the distal edge of the proximal markerband. An examination of the stent protector identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure a shaft break occurred. While unpacking the 4.00x32mm veriflex stent delivery system (sds) it was noted that the mid shaft broke while removing it from the packaging. The procedure was successfully completed with another 4.00x32 veriflex device and no patient complications reported. The patient's current condition is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure a shaft break occurred. While unpacking the 4.00x32mm veriflex stent delivery system (sds) it was noted that the mid shaft broke while removing it from the packaging. The procedure was successfully completed with another 4.00x32 veriflex device and no patient complications reported. The patient's current condition is fine.